Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the stapler jammed halfway through the firing. Multiple cracks of the handle occurred. The surgeon was forced to resect the staple line. The surgeon continued the operation using a different brand stapler for the bottom of the sleeve, then changed to the device for the top portion of the sleeve. The malformed staple line was resected and new line was placed proximal. Operative time was extended less than 30 minutes.